Event description:
Provider states the bearings are bad in left rear caster when the chair is moving forward the chair starts to wander to one side.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.